Manufacturer narrative:
The device was explanted but was not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient acquired an infection following a recent implant of the ipg. The patient was provided IV antibiotics, the wound was washed out, and the device was explanted. Nevro had attempted to obtain additional information regarding the nature of the infection but was unsuccessful. There have been no further reports of complications.

Manufacturer narrative:
The system was explanted and returned for analysis. Visual inspection of the returned devices did not find any anomaly. Functional testing was performed and the devices operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing and sterilization records were reviewed for all implanted devices and no nonconformities were found.